Manufacturer narrative:
This report is filed on august 18, 2016.

Event description:
Per the clinic, the patient experienced pain and inflammation with device, leading to device non-use; subsequently, the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device as of the date of this report august 18, 2016.

Manufacturer narrative:
This report is filed september 30, 2016.